Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a suspected touch contamination. The patient was not hospitalized for the peritonitis event. Initially the patient was treated with ancef (20mg per kg, route, frequency and duration not reported) and intraperitoneal fortaz (20 mg per kg, frequency and duration not reported). On an unreported date, the antibiotic therapy was revised to vancomycin (dose and route unknown, frequency and duration not reported). Pd therapy was ongoing. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.